Event description:
An account representative reported that an intraocular lens (iol) had decentered. During a procedure to recenter the iol, the haptic was adhered to the capsule which caused a tear; and the iol was replaced with a different model. In a follow-up, the surgeon reported the event has resolved.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 04/17/2009 by fax and mail. A completed questionnaire was received on 05/01/2009.